Event description:
Per the operative report: the 6-french sheath was removed. I initially attempted to remove it using a starclose system, but the starclose did not deploy correctly, so I removed a starclose system and did manual hemostasis, the common femoral on the right side.